Event description:
The surgeon was scheduled to perform a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010, at (B)(6) hospital in (B)(6). During pre-surgery checks, camera errors were observed; the camera was shutdown, cleaned, and rebooted, which appeared to resolve the issue. During the probe check, additional errors appeared. After rebooting the system and troubleshooting with the guidance of mako customer service, the probe checks passed. After inserting the tibial and femoral tracking arrays, the arrays could not be detected by the camera. Attempts to re-register the rio failed, as the camera could not detect any of the arrays. Due to the delays, the surgeon decided the proper course of action was to convert to an alternate unicondylar implant system.

Manufacturer narrative:
As part of normal complaint follow-up, multiple investigations were performed by mako surgical with regards to the robotic arm interactive orthopedic (rio) system. Mako field service evaluated the rio system on (B)(4) 2010. The eval concluded that the issue occurred due to dirty fiber optic connections, which occurs when the protective caps are not replaced wen the hybrid cable assemblies are disconnected from the robotic arm or guidance module. It is a known issue that improper maintenance and handling of the cables can cause camera connection issues.